Manufacturer narrative:
The reported event was confirmed as cause unknown. A visual evaluation of the returned sample noted one opened (without original packaging), temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pinhole in balloon surface of size (0.012") with no missing pieces. A potential root cause for this failure could be "tooling damaged (core pins)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the catheter fell out of the patient on the day of use.